Event description:
The customer reported seven (7) false positive results with determine hiv-1/2 ag/ab combo test performed on seven (7) patients using different lots on different dates. This MFR. Report addresses test five (5) of seven (7) with lot 0000946267 (quantity: 3). The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on (B)(6) 2025 using fingerstick sample. Confirmatory testing was performed using hiv ½ gen antibody antigen test on an unknown date which generated negative result. Out of seven (7) patients one (1) patient was admitted having hsv 1 outbreak and remaining six (6) patients were confirmed asymptomatic. No art treatment was started for any of the patients. The customer confirmed there was no harm or impact in patient¿s treatment due to the test result.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. The determine hiv-1/2 ag/ab combo retain kit 0000946267 was tested for functionality with 20 whole blood (wb) samples from the specificity panel, and 1 each of negative wb diluent, hiv-1, hiv-2, and p24. All positive controls were made by spiking the negative diluent. All tests were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648/ lot 0000946267 and device part number 10732998/ lot 945409. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000946267 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, it could have possibly been related to the specific patient sample.

Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported seven (7) false positive results with determine hiv-1/2 ag/ab combo test performed on seven (7) patients using different lots on different dates. This MFR. Report addresses test five (5) of seven (7) with lot 0000946267 (quantity: 3). The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on (B)(6) 2025 using fingerstick sample. Confirmatory testing was performed using hiv ½ gen antibody antigen test on an unknown date which generated negative result. Out of seven (7) patients one (1) patient was admitted having hsv 1 outbreak and remaining six (6) patients were confirmed asymptomatic. No art treatment was started for any of the patients. The customer confirmed there was no harm or impact in patient¿s treatment due to the test result.

Event description:
The customer reported seven (7) false positive results with determine hiv-1/2 ag/ab combo test performed on seven (7) patients using different lots on different dates. This MFR. Report addresses test five (5) of seven (7) with lot 0000946267 (quantity: (B)(4)). The customer reported a false positive result with determine hiv-1/2 ag/ab combo test performed on (B)(6) 2025 using fingerstick sample. Confirmatory testing was performed using hiv ½ gen antibody antigen test on an unknown date which generated negative result. Out of seven (7) patients one (1) patient was admitted having hsv 1 outbreak and remaining six (6) patients were confirmed asymptomatic. No art treatment was started for any of the patients. The customer confirmed there was no harm or impact in patient¿s treatment due to the test result.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000946267 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648/ lot 0000946267, device part number 10732998/ lot 945409. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000946267 showed that the complaint rate is (B)(4). As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000946267, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.